Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been getting a shock in the left calf. The patient noted that they had called the health care professional (hcp) office and the hcp said to call patient services. The patient stated that they had turned the stimulation down from program 4, they thought, at 2.2 volts to 1.2 volts probably a week ago. Since they turned it down, they had not gotten a shock until today they got two. The patient stated that the issue started probably a month ago. Patient services asked if the had any falls or accidents and the patient said "no." The patient reported that they were just sitting down doing nothing when it happened. Patient services asked if it was always when the patient was sitting that the shocks occurred and the patient said "no," that it had happened when they were standing too because sometimes the shocks were so strong they would almost drop down. Patient services advised the patient that they might consider turning the stimulation down further.  While on the call, the patient turned it down to 1.0 volts and patient services told the patient if they still got the shocks after turning the stimulation down they should follow up with their hcp and see if the hcp wanted them to turn the stimulation completely off to see if they still got the shocks or to try a different program. Patient services also advised that they might consider running an impedance check.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted the doctor who manages their device about the shocking. When asked what steps were or would be taken to resolve the shocking, they responded they were waiting to hear back from the doctor. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they the mdt rep changed program but was unable to reduce to shocking. No further complications were reported/anticipated at this time.